Event description:
It was reported that 1 unspecified bd syringe 3ml had leakage and a dosage issue. The following information was provided by the initial reporter : the consumer reported insulin is leaking out of the injection site or from the patient end needle after injection. Date of event : unknown; samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d2: medical device brand name: pen ndl 32g 4mm pro 100 box 1200 us; d2: common device name: hypodermic single lumen needle; d4: model # 320550; d4: medical device lot #: 0330602; d4: medical device expiration date: 2025-11-30; d4: UDI # (B)(4); g.5. PMA / 510(k)#: k182320; h4: device manufacture date: 2020-11-25. D10: device available for eval yes. D10: returned to manufacturer on: 2021-08-23. H6: investigation summary customer returned a single unopened 4mm, 32 gauge nano pro pen needle from lot 0330602. The pen needle was attached to a test pen, primed, and saline was pushed through the system. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of difficulty operating the pen needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd syringe 3ml had leakage and a dosage issue. The following information was provided by the initial reporter : the consumer reported insulin is leaking out of the injection site or from the patient end needle after injection. Date of event : unknown. Samples : available.